Event description:
Adverse event: injection site knee joint pain. Unk; from 2010 (B)(6) onward - a pt had artz dispo injection to the knee for osteoarthritis. Unk - after few days, the pt visited the physician to complain knee pain. The physician initially doubts infectious arthritis. But there is no sign such as swelling or redness, further crp was negative. Unk - the physician referred the pt to the (B)(6) hospital for examination. MRI and some advanced test were performed. There is no sign of arthritis and crp was negative. Unk - after the lower leg was swelled and worsened, the pt were admitted to the other (B)(6) hospital. Joint debridement was performed. Unk - it is stated that the pt's symptom was resolved. The injection physician considers this case is not related to artz dispo.

Manufacturer narrative:
This is a definitive report. Several attempts were done; however, the reason why the physician denies the causality is not given to us. He seems to regard that the swollen lower thigh was a subsequent symptom of the injection site knee joint pain. "Injection site joint pain" is listed in our (B)(4) and the other factors were not available, we therefore consider the causality is unknown for this case. Our medical adviser's comment: the pain in the knee joint after the artz dispo injection could be considered nonspecific reaction with the administration because it was not accompanied by inflammatory symptoms, and also infection was denied. As for the swelling in the lower leg after the examination at the university hospital, it is difficult to identify its nature or cause due to lack of detailed report, however, the swelling is unlikely to be a subsequent reaction with the pain and is likely to be a secondary symptom of deep venous thrombosis occurred in the limb by low activity due to the pain.